Manufacturer narrative:
The ventilator was not in patient use.

Event description:
The customer reported an alarm led failure when powering on the ventilator. The ventilator was not in patient use. The remote service engineer advised the customer to replace the power switch overlay. The customer replaced the front bezel and the issue was resolved.